Manufacturer narrative:
(B)(4). The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2008. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2012. On the (B)(6) 2012 the device failed the weekly auto self-test due to a low battery. Additional low battery fails were recorded up to the (B)(6) 2012. On the (B)(6) 2012 a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests between the (B)(6) 2012 and the (B)(6) 2017 alongside multiple random power ups of mainly under 1 minute duration. On the (B)(6) 2017 the device fails a weekly auto self-test due to a low battery. On this date the temperature drops below the minimum recommended standby temperature of 10°c for the software installed with 9.1°c recorded. The investigation was unable to replicate, or find conclusive evidence of, the reported fault. Therefore, it is assumed the customer returned the device in response to the field safety corrective action as the device serial number falls into the range covered by the field safety corrective action. On the (B)(6) 2017 the device failed the weekly auto self-test due to a low battery. The temperature at this time was recorded at 9.1°c, which is below the recommended operating temperature of 10°c. This has contributed to the low battery fail. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.